Event description:
Failed attempt to implant aaa graft: small arteries and plaque, which appeared to have significant calcification, was encountered. The device was attempted on the right in bareback fashion (without the delivery catheter); device became stuck. Angioplasty was performed. Second attempt resulted in the device becoming stuck again. The incisions were extended on right and left and under direct palpation an attempt was made to move the device backward. The common iliac artery sheared through its wall while mounted on the device and transected 2-3cm from the bifurcation resulting in rapid blood loss (2 liters). An 8mm gore-tex graft was used to reconnect the artery. Two days later, fem-fem bypass, retrieval of thromboembolic debris from arteries; and 3-compartment fasciotomy of right leg to treat ischemia. Two days later, thromoembolectomy again to treat severe ischemia of right foot. Popliteal artery was found to be extremely calcified. Blood flow re-established. Five days later, amputation of right leg below the knee due to unresolved ischemia. Eight days later, revision of the amputation stump, drainage, irrigation and evacuation of hematoma left groin with drainage to treat necrotic stump and serosanguinous large volume drainage from the left groin incision.

Manufacturer narrative:
Notification of procedure abortion was rec'd from the law firm as a result of a claim. Pt had ongoing issues of infection at wound sites and thrombus in right and left leg. No surgical intervention noted for ongoing thrombus - only monitoring through 7/2006.